Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all full height cubie pockets were not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h manufacturer narrative. The report of the cubie pockets not detected on bus was confirmed by fse. According to work order 02115497, the field service engineer (fse) reported that the fh drawer had bad rail and a broken retractor band. Replaced all parts and ran hta test. The drawer and cubie pockets are functioning properly. Laboratory inspection finds that a copper trace slightly touches the adjacent trace. Laboratory testing was not performed due to the trace anomaly. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the cubie pockets not being detected on the bus was identified as a faulty retractor band, resulting from a copper trace slightly touching the adjacent trace.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all full height cubie pockets in drawer 4 were not detected on bus. A nurse reported that they were attempting to pull medications when the issue began. One of the users confirmed that the medication had still not been dispensed, resulting in a delay exceeding 10 minutes. As per part investigation, it was determined that a copper trace slightly touches the adjacent trace. The customer rebooted the station and performed a drawer recovery; however, the system continued to display a requires maintenance error. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patients' workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets from drawer 4 were not detected on the bus. A field service engineer (fse) found that full height drawer 4 on the auxiliary cabinet had bad rails and a broken retractor band. All faulty parts were replaced, and a final test was run using the hardware test application. The drawer and cubie pockets were functioning properly after the repair. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary all full height cubie pockets were not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this even